Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation reported the cortex screw is broken approximately 1mm beneath the screw head. The screw was reported to belong to article number 400.809. Due to the damage and various not removable human residues the dimensions of the received screw portions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Visible comparing of the threads and self-cutting tip shapes with technical drawings does not show any deviations. Because of the unknown lot numbers a review of the manufacturing and raw material certificates is impossible. The screws were reported to belong to article numbers 400.809. Because of the damage an exact article number identification is not possible anymore. The surfaces of the cross-sections show the typical view of a forced rupture; no anomalies of materials structure are visible. The investigation determined these breakages to be caused during mechanical overloading situations. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the surgeon was trying to put in 1.5 t-plate with cortex screw for a hand fracture. It was reported that two screws length 9mm broke insitu and the surgeon had to remove the screws using the broken screw extraction set. The broken screws were removed successfully. The 1.5 t-plate was not reported damaged and was used to complete the procedure. There was a 30 minute delay during the event. Patient is well and discharged from hospital. This is report number 1 of 2 for (B)(4).